Event description:
Event description guidant received information that this single chamber implantable pacemaker (ipm) exhibited a loss of capture via a holter monitor. In addition, the arrhythmia logbook recorded several ventricular tachycardia episodes, but the electrograms did not support this. Attempts to reproduce the loss of capture were unsuccessful. Previous follow-ups confirmed that the device had been programmed to an adequate safety margin, but the most recent interrogation indicated an increase in patient thresholds.